Event description:
It was reported by the customer that catheter tubing snapped while being used and patient had to go to the hospital. No further information was able to be obtained other than the patient went to the hospital.